Event description:
It was reported that the customer is replacing one lvp display board because of dim segments.

Manufacturer narrative:
Additional in h3, h6, h7, h9 the customer returned 1 lvp door with the display board assembly attached. Visual inspection was performed and no damage was observed. Logs were not provided or deemed necessary for this investigation. The returned display board was tested using a test fixture attached to a cad pcu and by running a basic infusion at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified the returned display board with dim segments. The reported issue of dim segments was confirmed. The exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Review of the s/n (B)(6) service history record showed the device had a manufacture date of 10/17/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/27/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. A qn database search was performed on the returned display board assembly. There are 8 quality notifications opened for p/n tc 100102028; however there were no quality notifications related to this complaint. Only an lvp display board assembly was provided for investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer is replacing one lvp display board because of dim segments.